Event description:
Complainant alleged that during biomed testing, the device intermittently would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corp and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the report. The ac charger board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.